Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had a crack retainer ring. The customer stated that the reservoir was able to lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.